Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that in (B)(6) 2012, the implantable neurostimulator shifted and the patient needed it to be adjusted. The reporter stated that the manufacturer representative was ¿kicked out¿ of the room by the patient¿s healthcare provider before the problem could be fixed. It was unclear if the problem was fixed.

Event description:
Additional information was reported that after the patient had healed, the stimulation kind of shifted as the scar tissue kind of healed; it was readjusted so that the stimulation went back to stimulating the correct spot. It was reported that this had happened in (B)(6) 2012.

Manufacturer narrative:
(B)(4).